Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 4.00 x 38mm synergy drug-eluting stent was selected for treatment. However, during the procedure, it was noted that advancing difficulty was encountered and the stent struts were found to be lifted up after withdrew. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 4.00 x 38 mm synergy drug-eluting stent was selected for treatment. However, during the procedure, it was noted that advancing difficulty was encountered and the stent struts were found to be lifted up after withdrew. There were no patient complications reported and the patient's status was stable.